Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4) : the full lead was returned and analyzed with no anomalies found.

Event description:
It was reported that the lead had sensing difficulty and the physician was unable to get appropriate curve for stability with patient's anatomy using passive lead. The lead was not implanted and a new lead was implanted. No patient complications have been reported as a result of this event.